Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported during routine follow up, that an allegation of premature battery depletion was experienced. The device battery had decreased from 5 years to 1.5 years since the last follow up in august 2018. Additional engineering review of the battery diagnostic data indicated that the power consumption of this device had been increasing during the past year. Assuming that the behavior remains unchanged, there is sufficient battery capacity to support therapy and replacement for at least sixty days. The device was explanted and was returned. No adverse patient effects were reported.

Manufacturer narrative:
This device will be returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported during routine follow up, that an allegation of premature battery depletion was experienced. The device battery had decreased from 5 years to 1.5 years since the last follow up in (B)(6) 2018. Additional engineering review of the battery diagnostic data indicated that the power consumption of this device had been increasing during the past year. Assuming that the behavior remains unchanged, there is sufficient battery capacity to support therapy and replacement for at least sixty days. The device was explanted and will be returned. No adverse patient effects were reported.